Event description:
It was reported that a patient underwent a ventral hernia repair procedure last year and mesh was implanted. The patient is rejecting the mesh around the periphery of the incision site. The surgeon has to trim the mesh periodically because it is being rejected from the body. Additional information was requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.